Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number, and implant date provided by the reporter, the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company rep reported a 'defective port." F/u info: healthcare professional reported explant of an access port due to "erosion on the tubing". F/u info: healthcare professional reported that a leak was first suspected when physician attempted to remove fluid from the band, but physician "noticed no fluid had returned".